Event description:
Litigation alleges that patient has experienced pain in and around the hip joint and groin area, as well as numbness along the hip and down the thigh.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 09/30/2016 litigation alleges patient was revised to address pain, discomfort, elevate ions and popping and snapping sensations.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/16/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleged pain, discomfort, elevated metal ions, and popping and snapping sensations. The revision operative note for (B)(6) 2016 states negative MRI for pseudotumor but has elevated metal ions; no labs for metal ion levels available for specifics. The op note stated upon removing the metal liner from the cup, there was evidence of metallosis-appearing, dark-gray fibrous tissue between liner and cup, and in the dome hole. There was nothing said about metal bearing wear or debris identified. Bearing wear harm removed and metallosis harm added to complaint and medwatch. Updated demographics and comorbidities. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.